Manufacturer narrative:
Correction on initial report: disregard file (the customer indicated that based on their internal investigation there is suspicion of drug diversion and they feel the patient received the correct dose.) The file is no longer a reportable malfunction.

Manufacturer narrative:
Concomitant medical products: ventilator; 100ml vial of propofol, ndc 25021-608-51, lot 16c143, exp 06/2018, therapy date (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an intubated patient in critical care unit was and receiving fentanyl (2500 mcg/250 ml bag) at 2.5cc/ hr. At 1900 the night nurse arrived and was monitoring the infusion. Around 2230 the device was alarming for ¿low volume¿ and noted there was about 5 cc remaining in the bag of fentanyl however the device had vtbi of 130ml remaining. (The nurse stated the patient arrived from the emergency room that day and the fentanly was started at 1004 am in the ER.) The patient did not display any symptoms of narcotic over dose and did not receive any medical interventions. The nurse "secured a new device and hung a new bag of fentanyl", same dose and concentration was started(time not specified). At 0530 the nurse noted that the device was alarming and observed only about 5 cc remaining in the bag. The device indicated a vtbi of 130ml remaining to infuse. The nurse spoke to the clinical coordinator and pharmacists and "another bag of fentanyl was hung" at an unspecified time. There was no report of harm to the patient and did not demonstrate symptoms of overdose with no required medical interventions. The patient was also receiving propofol on another device infusing with out difficulties.